Event description:
Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "exchange due to both devices being ruptured." Healthcare professional later reported ¿a small amount of fluid is seen around the left breast implant" and ¿rippling on the surface of the implant" this is for the left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange due to both devices being ruptured" this is for the left side device. The device remains implanted.